Event description:
Information received by medtronic stated that the cracked in battery side compartment. Customer stated that the insulin pump was exposed to moisture and retainer ring was not damaged. No harm was required during medical intervention. The device was returned for analysis.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Customer returned pump for alleged exposure to moisture and cosmetic damage located at the battery compartment found on (B)(6) 2022. Pump failed to rewind due to pump error 3. Unable to perform displacement test. Pump failed self test due to pump error 75. Pump passed active current measurement. Pump failed sleep current measurement due to high current, problem isolated to moisture damage on the pcba 1. Successfully downloaded history files and traces using thus. The power management graph confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. Verified pump alarmed battery out limit on (B)(6) 2022 at time 04:49:30.000 due to moisture damage on the pcba 1. Verified pump alarmed pump error 3 on (B)(6) 2022 at time 08:48:18.000 and on (B)(6) 2023 at time 07:52:06.000 during testing due to moisture on the motor home switch. Verified the pump alarmed pump error 75 during testing on (B)(6) 2023 at time 07:52:53.000 due to moisture damage on the pcba 1. Pump was cut open to perform visual inspection and found moisture damage on the pcba 1, pcba 2, and motor. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: battery tube threads - cracked, cracked case (battery tube), and pillowing keypad overlay. Pump errors 3 and 75 observed during testing. Pump error 3 confirmed. Pump error 75 confirmed. Unexpected battery power loss confirmed due to high current, problem isolated to moisture damage on the pcba 1. Exposure to moisture confirmed on the pcba 1, pcba 2, and motor. Cosmetic damage confirmed at the battery compartment. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.